Event description:
Customer service received an email to info@enterrramedical.com stating the following "hello, I had the stimulator removed because my body couldn't heal from it. A recent scope has shown a disc like remnant was left in me. I'm told this is normal upon removal and the remnant will disintegrate and I'll eventually pass it. Is this true and can it be harmful to leave it in? Thank you," forwarded email to local therapy consultant (B)(6). No failure of device; surgeon left a remnant of disc behind during explant procedure. Risk of additional surgery not worth removal. No further action planned.